Event description:
It was reported that a patient was notified by an ICD based lead integrity alert. It was further reported that when the ICD was checked, the lead impedance was variable and ICD based lead performance measurements indicated non physiologic sensing. No patient complications were reported due to this event. It was reported that the system will be replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.